Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown construct/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: spiegl, u. Et al.(2013), incomplete cranial burst fracture in the thoracolumbar junction. Results 6 years after thoracoscopic monosegmental spondylodesis, der unfallchirurg, vol. 117(8), pages 703-709 (germany). The aim of this study is to present in detail the long-term results of ventral vs. Dorso-ventral treatment strategies employed in thoracoscopic monosegmental spondylodesis of incomplete burst fractures. In the years 2002 and 2003 a total of 16 patients were included in the study. 6 patients were treated using the dorso-ventral treatment strategy. 10 patients received only ventral treatment. On average, 1.6 days after trauma, a bisegmantal dorsal instrumentation was performed using an unknown synthes fixateur interne. On average, after 5.5 days, a ventral thoracoscopic monosegmental spondylodesis with tricortical iliac crest bone graft and ventral plate was performed using an unknown synthes four-hole plate. After 6 years, a follow-up examination was performed in 13 of these patients (5 men and 8 women, average age 36.3 years) and 8 patients were treated ventrally only whereas 5 patients were treated dorsoventrally. Removal of the fixateur interne to release a previously rigidly-stabilized mobile segment in all patients treated dorso-ventrally after 9.2 months. The following complications were reported as follows: 3 patients developed complications. Irritation of the lateral cutaneous femoral nerve after harvesting the iliac crest graft. Moreover, an incisional hernia developed. Graft dislocation occurred in one patient after dorso-ventral approach. A revision surgery was required for these two patients (15.4%). In both cases the complications could be resolved. All complications were related to harvesting of the iliac crest graft or graft implantation. Partial consolidation of minimum 30% of the graft cross-sectional area was seen in the remaining four patients. Considering the morbidity due to harvesting of the iliac crest graft, only 4 patients (31%) were symptom-free; 7 patients (54%) reported mild residual symptoms. In 2 cases (15%) severe and continuous pain was reported. After 6 years, the patients could undertake the same recreational activities, either without any discomfort or under mild discomfort without relevant restrictions. 9 patients reported of mild restrictions. (B)(6) -year-old female patient, internal fixator was removed after 1 year. Six years after the treatment, a partial consolidation of about 50% was achieved. The patient was symptom-free during the clinical examination. This report is for an unknown synthes fixateur interne/unknown construct. This is report 1 of 4 for (B)(4).